Event description:
At about 1 year 11 months after the primary, the patient came in reporting pain due to a loose glenosphere and the cause is unknown. From the x-rays a broken screw can be observed. The surgeon revised the liner, metaphysis and glenosphere. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 february 2024: lot 2115429: 41 items manufactured and released on 07-apr-2022. Expiration date: 2027-02-02. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affair director: revision about 1 year 11 months after the primary rsa due to a loose glenosphere and the cause is unknown. From the radiographic images it is visible that a screw is broken. It may be possible that the humeral stem may have impinged within the glenosphere and during abduction may have pried and moved the glenosphere and broken the screw. There is no explicit report of a traumatic event, but the radiographic situation is compatible with sequelae of a trauma. There is no reason to suspect a faulty device. Additional implant involved, batch review performed on 22 march 2024: reverse shoulder system glenoid polyaxial locking screw - l30 (k170452) lot 2118702: (B)(4) items manufactured and released on 09-febr-2022. Expiration date: 2027-01-26. No anomalies found related to the problem. To date, 194 items of the same lot have been sold without any similar reported event during the period of review.